Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. The explanted cup and liner are manufactured by smith & nephew. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that, "polyethylene wear. Acetabulum was revised and replaced with a new cup, liner, and ceramic head."